Event description:
Philips received a complaint on the v60 ventilator indicating that there was a touchscreen issue. The device was reported to be outside of sse at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they had verified the bad touch using the touchscreen diagnostic screen. The rse advised the customer to replace the touchscreen and provided the touchscreen part information. This investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.